Manufacturer narrative:
Ambu has received a report of a patient contracting a uti in the days after having a cystoscopy with an ascope 4 cysto. This is the first case of a uti that has been reported to ambu after use of an ascope 4 cysto. The device that was used for the procedure was not available for investigation. A retention sample from the same lot was used instead. The sterile barrier of the retention sample was tested by dye penetration test and was proven to be intact. Production records show that visual inspection of the pouch sealing was performed before shipping off the ascope 4 cysto. The investigation did not show any abnormalities or signs of sterility problems with the ascope 4 cysto. Hence, ambu has been unable to trace the issue to the device. Utis are known side effects of cystoscopies - even when performed with a sterile cystoscope.

Event description:
A patient contracted a urinary tract infection within a few days a cystoscope procedure with an ascope 4 cysto.